Event description:
It was reported that the pacemaker (pm) exhibited a capture threshold measurement issue, causing the device to not adjust output threshold properly. Additionally, the pm exhibited loss of radio frequency (rf) telemetry. The physician explanted and replaced the pm. The patient condition was stable.